Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the no delivery alert kept appearing on the insulin pump. The customer¿s blood glucose level during the incident was unknown. Troubleshooting was performed. They were advised to try a new infusion set and to change the site. It was noted that the customer called back to report that the no delivery recurred during a bolus and basal. They received a replacement insulin pump. The insulin pump is not expected to be returned for analysis.